Event description:
The white lumen popped while flushing; of note blue lumen had long wide bubble-felt it was a precursor to popping so it was taped off. The patient requires a line replacement with this type of event. This facility has notified the manufacturer of a recurring problem with the hickman 10f triple-lumen cv catheter peel-apart introducer kit with surecuff cuff. Staff are following the manufacturer's instructions for use when using this device but the problems persist.